Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 47 mg/dl at the time of event. Customer treated high blood glucose with glucose tablets. Customer current blood glucose was 123 mg/dl. It was unknown whether the customer was using auto mode feature at the time of incident. The customer did not allege that insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.